Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement and self test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Device received with pillowing keypad overlay and minor scratches on case. R&d disposition: for ng2388880h, the location of the missing or damaged retainer ring is from 270 deg. The retainer has 0 residual notch(es) that are still intact. Upon retesting, the p-cap is not able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and there is indication that a weld occurred, with jagged features is some regions along the break and smooth features in others. Last, this insulin pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement and self test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement and self test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Device received with pillowing keypad overlay and minor scratches on case. R&d disposition d00529896: for (B)(6), the location of the missing or damaged retainer ring is from 270 degree. The retainer has 0 residual notch(es) that are still intact. Upon retesting, the p-cap is not able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and there is indication that a weld occurred, with jagged features is some regions along the break and smooth features in others. Last, this insulin pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer got request to change battery and insulin pump screen won't come on. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.